Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss to capture and a decrease in sensing was observed on the right ventricular (rv) lead. Due to the clinical needs of the patient, the physician performed an induction test and confirmed the system was able to terminate ventricular fibrillation successfully. Following the delivered shock, the sensing returned to a stable value. The physician suspected tissue encapsulation of the rv lead tip to be the cause of the loss of capture and low sensing. No additional intervention was performed to resolve the event and the patient was in stable condition.